Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd preanalytical systems did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Ten retention samples were selected from in-house inventory and inspected for the presence of k2edta additive and no issues were observed as all retention samples met specifications. All ten samples performed as expected and no evidence of clotting was observed. The manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications. Therefore a root cause could not be determined at this time.

Event description:
It was reported that many bd microtainer® map microtube for automated process k2 edta 1.0 mg tubes were found coagulated. No serious injury or medical intervention reported.